Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical gastrectomy procedure. The stapling device was being applied to the broken duodenum. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, replaced the staple reload. There was no patient harm. The patient outcome is alive, no injury.